Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference number: (B)(4). After further review, a correction was made to as there was no patient involvement at the time of the reported incident.

Event description:
The reported failure occurred during setup. There was no patient involvement.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a breath delivery (bd) power on self-test (post) failure. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.